Event description:
The customer reported that during a cystoprostatectomy, the jaws would not open after the product was activated and the blade was used. The device was reported as being stuck on tissue. There was no pt injury associated with this event. This occurred with three other devices in the procedure. The devices can be referenced on MFR report #s 1717344-2010-00741, 1717344-2010-00742 and 1717344-2010-00745.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.